Event description:
Customer stated that he smelled insulin in the reservoir compartment. Customer did not know if insulin leaked from the reservoirs. Customer smelled insulin at the reservoir and infusion set connection. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 3004209178-2013-98419.